Event description:
It was reported a device difficulty to advance and sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman laa closure device with delivery system (wds), 24mm closure device with wds, and two watchman access systems (was). Resistance was encountered when attempting to advance the was through the tortuous femoral vein. The physician rotated the was and was able to proceed past the resistance. An attempt was made to implant the 27mm closure device however the closure device did not meet release criteria. The closure device was recaptured and the wds and was were removed. Upon removal from the patient, a kink in the was and the wds were identified. The procedure continued with a new was and 24mm closure device with wds. During deployment of the 24mm closure device the patient experienced palpitations, chest tightness, and discomfort. Ultrasound identified a pericardial effusion. The was, wds, and closure device were removed from the patient. The patient remained under observation for 30 minutes during which the pericardial effusion did not increase in size and the laa closure procedure was aborted.

Manufacturer narrative:
Media analysis a single photographic image of the watchman access system was received and analyzed by a boston scientific quality engineer. The photograph depicted a watchman access system sheath kink. Analysis of the photographic image confirmed the reported device of a sheath kink.

Event description:
It was reported a device difficulty to advance and sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman laa closure device with delivery system (wds), 24mm closure device with wds, and two watchman access systems (was). Resistance was encountered when attempting to advance the was through the tortuous femoral vein. The physician rotated the was and was able to proceed past the resistance. An attempt was made to implant the 27mm closure device however the closure device did not meet release criteria. The closure device was recaptured and the wds and was were removed. Upon removal from the patient, a kink in the was and the wds were identified. The procedure continued with a new was and 24mm closure device with wds. During deployment of the 24mm closure device the patient experienced palpitations, chest tightness, and discomfort. Ultrasound identified a pericardial effusion. The was, wds, and closure device were removed from the patient. The patient remained under observation for 30 minutes during which the pericardial effusion did not increase in size and the laa closure procedure was aborted.